Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair has a locked up left motor and the chair was driving in circles.